Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsulectomy and removal and replacement of the device. Healthcare professional additionally reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, red encapsulation and opening. A microscopic analysis was performed which identify a striated opening in the anterior. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported capsulectomy and removal and replacement of the device. Healthcare professional additionally reported right side rupture. Device has been explanted.